Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with heart failure symptoms due to aortic insufficiency. They were being worked up for possible options to fix the aortic valve. There were pump speed adjustments made the day prior. An echocardiogram with turndown was performed to evaluate the aortic valve and lower pump speeds. The patient experienced driveline power faults. The system controller and modular cable were exchanged overnight with no further issues or alarms reported the next day. Of note, there was a bend/kink in the patient's driveline above the modular cable connection. The site stated they would continue to monitor and submitted log files for review. Following review by tech services, it appeared that the event log captured multiple driveline power faults (a) on (B)(6) 2025. There was no interruption in pump support during the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The reported kink in the pump cable could not be confirmed. A specific cause for the reported kink was not able to be determined through this investigation. The controller event log file contained events from (B)(6) 2025. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook describe that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The IFU and patient handbook contain information on how to clean and care for the driveline. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.